Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported by the patient that they were seeing a 'recharger not found' message. The following troubleshooting steps were performed: they reset the recharger. The troubleshooting steps that were taken on the call resolved the issue. No new information. Additional information was received from the patient. It was reported that the patient(pt) was seeing a communicator not found message. Pt stated they are not able to get their recharger to work. Pt stated they have not been able to recharge since (B)(6) 2021 and they are not sure if their ins battery is depleted. The following troubleshooting steps were performed; using their recharger application. Reviewed external device and application usage. Pt was able to establish an excellent connection and their ins battery was at 10%. Pt confirmed their therapy was off. Recommended when they were done recharging that they turn therapy on. The troubleshooting steps that were taken on the call resolved the issue. No further complications were reported at this time.